Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that the ring around the top of pump where reservoir is inserted was eroded away and so reservoir was unable to lock in place. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.